Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have thermal damage to the yaw pulley. The yaw pulley had charring and localized melting on the outer surface of one bipolar yaw pulley at the base of the grip. As a result of the damage, a section of the active electrode (grip) is exposed that would not normally be exposed. The instrument passed the recognition and engagement tests. The instrument passed the electrical continuity and energy delivery tests. The logs indicated that a monopolar instrument was used during this case. The complaint regarding plastic is burned at the jaw was confirmed by failure analysis. The probable root cause of thermal damage is attributed to inadvertent energy application from a monopolar instrument.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during central processing, the maryland bipolar forceps instrument's plastic burned at the jaw. There is no more information about the incident. There was no report of patient involvement.